Manufacturer narrative:
The user facility reported that the video connector pins were cleaned as directed. The error did not recur. No other issues were observed after the cleaning. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus sales representative reported that a user facility reported a b30 error on a video system center. The sales representative advised the customer to clean the scope contacts with isopropyl alcohol and dry them before attempting to re-use. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user connected the endoscope in the state where the electrical contacts of the video connector were not sufficiently dried or in the state where foreign substances (such as detergent remnants, hard water residue, finger grease, dust, and lint) adhered. There is a possibility that unstable electrical contacts cause communication between the endoscope and the video processor to fail, resulting in b30 error (scope communication err).